Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door 4 failed continuously. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 4 failed. A field service engineer (fse) powered down the station, removed the latch column from the tower, disconnected the harness connections from the micro switches, tightened the connectors, cleaned all micro switch contacts, and reconnected the harnesses. The fse inserted the latch column back into the cabinet and powered up the station to resolve the issue. The customer logged in and tested all tower doors. The system functioned as intended after the field service engineer repaired the device.